Event description:
Event description guidant received information that this left ventricular lead had loss of capture and was suspected to have dislodged. During the procedure to replace this lead, the left ventricular lead was tested with the pacing system analyzer and there was no capture. The patient was then prepared for a mini thoracotomy to implant a new left ventricular epicardial lead; however, prior to the incision, the patient required cardiopulmonary resuscitation and could not be revived.